Manufacturer narrative:
UDI for concomitant product, neurostimulator: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient underwent two lead revisions. The patient was implanted with the neurostimulator implant on (B)(6) 2024. The patient had great results until the device was not working all of a sudden. The patient experienced a fall and had an x-ray on (B)(6) 2024, showing the lead had shifted. On (B)(6) 2025, the patient underwent lead revision surgery. The patient was doing great at two weeks post-op. Then at six weeks post-op the patient reported symptoms returning and the device not working. On (B)(6) 2025, an x-ray was ordered showing the lead had shifted again. The patient was met in-office to check impedances and reprogram on (B)(6) 2025. On (B)(6) 2025, the patient underwent another lead revision. The physician placed the stitch under the skin on the lead in hopes of preventing migration. The clinical specialist (cs) and the physician attempted to reached out to meded for advice and guidance prior to the procedure, but was unsuccessful, so the physician opted to place the stitch. On (B)(6) 2025, the patient was met in the office for reprogramming with complaints of worsening symptoms. The stimulation was adjusted, and the patient was advised to follow up in 1-2 weeks and had a physician order an x-ray to check placement of the lead if there was not improvement. On (B)(6) 2025, new x-ray images showed major lead migration again. The physician assistant thinks the patient is non-compliant in post-op instructions. The clinical specialist (cs) confirmed for the revision surgery that took place on (B)(6) 2025, both the ins and tined lead were revised. It was the physician's choice to also revise the ins on that day.

Manufacturer narrative:
UDI for concomitant product, neurostimulator: (B)(4). Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field (b5) incident description and h6 field.

Event description:
It was reported the patient underwent revision for their tined lead and neurostimulator on (B)(6) 2025 due to migration and symptom return. The clinical specialist (cs) confirmed both the ins and tined lead were revised. It was the physician's choice to also revise the ins on that day. The physician placed the stitch under the skin on the lead in hopes of preventing migration. The clinical specialist (cs) and the physician attempted to reached out to meded for advice and guidance prior to the procedure, but was unsuccessful, so the physician opted to place the stitch. There was no patient complications reported.